Manufacturer narrative:
(B)(4). Date sent: 1/26/2026. D4 batch #: y7054v. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damaged. During mechanical testing, it was observed the trigger loose causing the jaw to not close and open. The device was connected to a gen11 and it was recognized, due to the condition of the device returned not all functional testing could be performed. A video was provided and the condition of the reported event was shown. The device was disassembled to verify the condition of the internal components, and it was found that the firing mechanism was broken inside the shrouds. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. It is possible that excessive force in attempting to close the jaw may have caused this damage. A manufacturing record evaluation was performed for the finished device lot/batch y7054v, and no non-conformances were identified.

Event description:
It was reported that during a vet procedure, on first use, the trigger dropped out and came loose, preventing it from closing. There were no patient consequences.